Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2017 with the following findings: during investigation, the pump was returned with corrosion in the battery compartment. The battery compartment was found to be cracked. The black box showed unusual fluctuation of the voltage resulting in the replace battery alarm. There was no damage found to the returned batter cap. It was able to attach to the pump and power on. The current draws were within specification. A "battery life" issue was not duplicated during testing. A leak test failed due to a battery compartment leak. The pump cover was removed and there was no further evidence of moisture damage found.